Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure of the common femoral artery. The patient experienced a hard stick. Reportedly, the safety release button failed. After the device was removed, it was noted that the vessel locator wings were still deployed. Manual compression was applied to achieve hemostasis. There were no patient effects. The date of occurrence was reported as unk. No additionla information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.